Event description:
Got vertigo, had epley maneuver done, got better, a week later, ore vertigo, more epley maneuver, and two more times vertigo and treated. After the 4th time, head was always with brain fog and feeling of waves going thru the head. Cannot sleep, laying down, must sit up or will get vertigo laying down. Have controlled movements as not to get vertigo. Have digestive issues, some thyroid issues, liver elevated levels, and lots of food intolerances. Ringing in the ears constantly. I do have many symptoms of breast implant illness. Not sure if implants are causing this problems, but I still want to report it. There is no way to know this unless implants are removed and then to see if heath improves. FDA safety report ID # (B)(4).